Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call that the insulin pump does not work well and customer's blood glucose has gone up. Customer's blood glucose was unknown at the time of incident. The call was lost at this point and troubleshooting was unable to reach the customer. No further details given.